Event description:
(B)(4) MDR - after an implant duration of about 18 months, inappropriate shocks were reported. The ICD and the lead were explanted. The date of implant was not provided.

Manufacturer narrative:
(B)(4) MDR.